Manufacturer narrative:
On (B)(6) 2015, a technical support specialist (tss) conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the column count and filter count were within specifications. The customer reported low recovery on level 1 and high recovery on level 2 indicating a calibration issue. The tss instructed the customer to install a new column and recalibrate. The control recovery was within target ranges after this activity. The g8 analyzer was functioning as intended with all errors cleared. No further action required by tss/field service. The most probable cause of the reported event was due to a calibration issue. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported quality control recovery issues with their g8 analyzer. The customer is unable to report hba1c patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.